Event description:
It was reported that the patient line became disconnected during fill two on the home choice (hc). The home patient (hp) stated they had accidentally backed over the patient line and it came out while in fill 2. The technical service representative (tsr) advised the hp to stop therapy and assisted to end therapy. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a connection issue during fill two where the home patient had backed over the patient line, disconnecting the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide provides step-by-step instructions for properly disconnecting during emergencies. The patient guide provides step-by-step instructions for ending therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.